Event description:
Tip broke off of instrument outside of pt. Tip found on drape. Dates of use: used once in 2008. Diagnosis or reason for use: chronic acalculous cholecystitis.

Event description:
Add'l info rec'd from rptr 5/5/2008: tip did not come off outside of the pt. It came off inside pt. Surgeon was able to remove both the tip and the device. There was no injury to pt that they know of. Nurse had turned away, hence initial report of tip breaking off outside of pt.